Event description:
Broke during surgery, pieces fell in patient. Customer's med watch states: the physician was doing a lap nissen fundoplication when the liver retractor broke inside of the patient. The patient received a laceration on their abdominal wall, which did not need repair. One link and a small piece of wire were retrieved from the patient's abdomen along with a larger portion of the instrument. A second link was found outside the abdominal cavity on the sterile field. All pieces of the instrument were accounted for. An x-ray was done of the abdomen, which was negative for foreign bodies.